Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer inspected the device and worked with customer to troubleshoot the unit, identified a short in drawer 6 printed circuit board (pcb) causing shutdown, replaced the printed circuit board (pcb), configured the unit, and confirmed successful operation through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station went offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative the station offline issue was confirmed by the field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: found that drawer 6 pyxibus matrix control board was shorting, causing the station to shut down. Replaced the pyxibus matrix control board to restore functionality to drawer. Visual inspection and testing of the received pyxibus matrix control board revealed no issues. Visual inspection of photos provided by the field service engineer revealed thermal damage on a pyxibus cable and evidence of arcing on the station back panel. The pyxibus cable thermal damage may have been a contributor to the field service engineer¿s finding of a faulty pyxibus matrix control board that was subsequently replaced. Damaged pyxibus cables are indicative of station issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station went offline. The customer stated that there was a delay in patient care. As per part investigation, it was determined that there was a thermal damage observed on the pyxis cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station went offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.